Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this dlp pediatric one-piece arterial cannula was found to be marked as a 14fr and was indeed in a box labelled 14fr, however the actual size of the device was 12fr. The mandrel was indeed 14fr. Use of device was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows the cannula is labeled as a 14 fr. The obturator will not fit inside the cannula. The obturator od, and cannula od were measured using a keyence scope, the cannula ID was measured using pin gage. The cannula ID was measured using the keyence but with the ID being out of round the pin gage was used. Cannula od was measured to be 0.169 inches, the 14 fr specification has the od to be 0.191 to 0.205 inches. Cannula ID was measured to be 0.132 inches, the 14 fr specification has the ID to be 0.154 to 0.160 inches. Obturator od was measured to be 0.148 inches, the 14 fr specification has the od to be 0.146 to 0.152 inches. The cannula 12 fr specification has the od to be 0.163 to 0.177 inches. The cannula 12 fr specification has the ID to be 0.129 to 0.136 inches. Reason for return was confirmed for being labeled wrong. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. The device was replaced. There was no patient involvement, so no adverse effect occurred. Correction e. Initial reporter street 1 postal code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.